Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd unknown needle is coring. The following information was provided by the initial reporter: our clinical staff continue to report pieces of rubber stopers migrating into the syringe when withdrawing medication while using an 18-gauge sharp tip needle. They also report this is occurring primarily with keppra.

Manufacturer narrative:
Correction: cancel MDR coring needle has been determined not to be an MDR reportable malfunction; cancel MDR.

Event description:
No additional information.